Event description:
It was reported the patient was in a car accident, and her stimulator had moved. The patient was no longer getting therapeutic relief, and had severe pain at the ins area. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3776-60, serial # (B)(4), programmer model 37743, serial # (B)(4).